Event description:
It was reported that a cgm error 42 occurred. There was no reported adverse impact to the customer's blood glucose level. The customer contacted technical support, who guided them through a pump reset process. After the reset, the cgm error did not reoccur, and the customer successfully started a new sensor session.